Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified: crease fold and weight to the spec. Cloudy was observed after autoclave disinfection process. Based on the device analysis the final assessment is: no issues found related with the manufacturing process.

Event description:
Patient reported left side "swelling", ¿seroma fluid¿ and exchange due to concern with textured product. Device was explanted and replaced.

Manufacturer narrative:
The event of seroma is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Reason for reoperation: "swelling", ¿seroma fluid¿ and exchange due to concern with textured product. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted.

Event description:
Patient reported right side "swelling", ¿seroma fluid¿ and exchange due to concern with textured product. Device remains implanted.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Additional, changed, and/or corrected data: a4, b5, b6, b7, d6b, h6.

Event description:
Healthcare professional reported seroma, swelling, and exchange due to concern with textured product. Device has been explanted.